Event description:
It was reported that during a plf at 3-4 and 4-5. The surgeon implanted the rod and once the rod was in place, the release button on the rod introducer broke off. The surgeon was unable to release the rod from the introducer. Rod was explanted and a new rod implanted using a different introducer. 15 minutes was added to the procedure. Procedure was completed with no further problem and no harm to patient. Rod is still attached to rod introducer. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the release knob and part of the capture pin were not present. The remainder of the broken capture pin shows no visible mechanical defects. Based on the specifications at the time of the original manufacturing, the evaluation performed, and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). (B)(4).